Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system ¿on¿ button blinks and there is no indication on the monitors. The user was unable to use the system. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not boot up successfully. Troubleshooting actions performed by the field service engineer (fse) confirmed that the ippc computer does not turn on. Analysis of the log file confirmed that the frontal ip-pc malfunctioned, starting at 13:23:22. The malfunction was confirmed, however the root cause could not be determined. The failure analysis of the ippc showed that the failed component was the psu. The field service engineer replaced the ippc computer and hard drive and performed a system backup which returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the ippc (image processing pc) and a hard disk which returned the device to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.